Event description:
A (B)(6) male pt, was contacted by zoll customer support to discuss an unrelated complaint. During the telephone conversation, the pt admitted dropping his monitor and straining the electrode belt cable during the event. He stated that the device seems to be operating normally; however, zoll customer support issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon eval, the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively determined, but was likely the result of excessive force when the pt dropped his unit. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.